Event description:
The patient experienced an increase in spasticity; "decrease in function". It was reported that the patient's pump was not functioning properly and was replaced due to end of battery life. The hcp planned to position the catheter higher in the intrathecal space. The catheter was found to be broken at the time of the battery replacement. After surgery, the patient developed a pulmonary embolus and experienced overdose symptoms (see mfg. Report # 2182207200906252).